Event description:
It was reported that patient death occurred.A Farawave PFA Catheter was selected for use in a concomitant Farapulse Pulmonary Vein Isolation (PVI) and Left Atrial Appendage Closure (LAAC) case occurred on (b)(6) 2026. Transseptal access was completed and no issues were reported. The procedure was completed as expected. A pulmonary vein isolation was successfully completed. After that, the LAAC procedure was also completed. Another transseptal stick was required as the physician could not properly reach the appendage with previous transseptal location. After this, the Watchman implant was successful. The patient was discharged on (b)(6) 2026, however the patient death occurred on the following day ((b)(6) 2026). The patient had a well seated device (it met pass criteria). The patient went to post-op after the procedure and was well enough to be discharged later that evening. Coordinator called the patient for routine next day check, and it was reported that the patient passed away suddenly at local hospital of cardiac arrest. The patient went to a different hospital than the one they were implanted at.It was further reported that there is no known cause for the death event. No contributions have been claimed by physician. Patient did not come back to EP lab with any complications/symptoms. They went to an external hospital, different doctor. Information about medication or medical interventions were not provided.

Event description:
IT WAS REPORTED THAT PATIENT DEATH OCCURRED. A FARAWAVE PFA CATHETER WAS SELECTED FOR USE IN A CONCOMITANT FARAPULSE PULMONARY VEIN ISOLATION (PVI) AND LEFT ATRIAL APPENDAGE CLOSURE (LAAC) CASE OCCURRED ON (B)(6) 2026. TRANSSEPTAL ACCESS WAS COMPLETED AND NO ISSUES WERE REPORTED. THE PROCEDURE WAS COMPLETED AS EXPECTED. A PULMONARY VEIN ISOLATION WAS SUCCESSFULLY COMPLETED. AFTER THAT, THE LAAC PROCEDURE WAS ALSO COMPLETED. ANOTHER TRANSSEPTAL STICK WAS REQUIRED AS THE PHYSICIAN COULD NOT PROPERLY REACH THE APPENDAGE WITH PREVIOUS TRANSSEPTAL LOCATION. AFTER THIS, THE WATCHMAN IMPLANT WAS SUCCESSFUL. THE PATIENT WAS DISCHARGED ON (B)(6) 2026, HOWEVER THE PATIENT DEATH OCCURRED ON THE FOLLOWING DAY ((B)(6) 2026). THE PATIENT HAD A WELL SEATED DEVICE (IT MET PASS CRITERIA). THE PATIENT WENT TO POST-OP AFTER THE PROCEDURE AND WAS WELL ENOUGH TO BE DISCHARGED LATER THAT EVENING. COORDINATOR CALLED THE PATIENT FOR ROUTINE NEXT DAY CHECK, AND IT WAS REPORTED THAT THE PATIENT PASSED AWAY SUDDENLY AT LOCAL HOSPITAL OF CARDIAC ARREST. THE PATIENT WENT TO A DIFFERENT HOSPITAL THAN THE ONE THEY WERE IMPLANTED AT.

Manufacturer narrative:
DETAILED PRODUCT INFORMATION WAS NOT PROVIDED TO BSC, SINCE THE DEVICE WAS DISPOSED. BECAUSE THE PRODUCT IS UNKNOWN, WE ARE UNABLE TO PROVIDE THE UNIQUE IDENTIFIER (UDI) AND OTHER SPECIFIC PRODUCT INFORMATION AT THIS TIME. A SUPPLEMENTAL REPORT WILL BE FILED IF THE INFORMATION IS RECEIVED. GOOD FAITH EFFORT ATTEMPTS TO TRY AND RETRIEVE ADDITIONAL DETAILS REGARDING THE REPORTED EVENT ARE IN PROGRESS. A SUPPLEMENTAL REPORT WILL BE FILED IF THE INFORMATION IS RECEIVED. D2A: COMMON DEVICE NAME: PERCUTANEOUS CARDIAC ABLATION CATHETER FOR TREATMENT OF ATRIAL FIBRILLATION WITH IRREVERSIBLE ELECTROPORATION; REPORTED HERE AS THE COMMON DEVICE NAME EXCEEDED THE CHARACTER LIMIT FOR DESIGNATED FIELD.

Manufacturer narrative:
Detailed product information was not provided to BSC, since the device was disposed. Because the product is unknown, we are unable to provide the Unique Identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.B5 Event description was updated as new information was provided.D2a: Common Device Name: Percutaneous Cardiac Ablation Catheter For Treatment Of Atrial Fibrillation With Irreversible Electroporation; reported here as the Common Device name exceeded the character limit for designated field.Investigation Summary:The device did not return; therefore, product analysis could not be performed. Based on the investigation the code Cardiac Arrest was unable to be confirmed. Product Record Risk Review:A risk review performed for the FARAWAVE device confirmed that the event of Cardiac Arrest is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the FARAWAVE device is acceptable.Labeling Review:The FARAWAVE catheter IFU was reviewed and includes warnings and precautions regarding Cardiac Arrest and other cardiopulmonary complications that may occur during or following catheter based electrophysiology procedures. There is no evidence that the device was used in a manner inconsistent with the labeled indications or instructions for use. No confirmed device performance issues were identified, and no evidence suggests that labeling deficiencies contributed to the reported events. No updates to the labeling are warranted at this time.Device History Record (DHR) Review:A review of the Device History Record (DHR) could not be performed since the Ship History Review was unable to be completed.Conclusion:Based on the available information, patient death was reported one day following discharge after a pulmonary vein isolation procedure and left atrial appendage closure procedure. The procedures were reported as completed successfully without complications, and no device malfunction, procedural issue, or product performance concern was identified. No information regarding the cause or mechanism of death was provided. Therefore, there is insufficient information to determine the most likely cause of the reported death, and the event is best classified as Cause Not Established. No further escalation is required at this time.